Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed blisters where the electrodes and wires are touching his skin. No report that the blisters were open or weeping. The patient's cardiologist advised patient may remove the device if he wants. During a follow-up, it was reported that the patient's irritation improved after removing the device.